Event description:
While the fse was on site for repair of a separate issue, the fse observed the etc02 module failed the ops check during the servicing of the device. The customer did not allege any device malfunction related to this observation. There was no reported patient involvement.